Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infection at the abutment site and was prescribed multiple courses of oral antibiotics beginning (B)(6) 2014 through (B)(6) 2014 (durations not reported); without resolution. On (B)(6) 2014 the patient was administered general anesthesia to facilitate with removal of the abutment. The implanted device remains.